Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed severe headaches on the left side. Nevro attempted to obtain a medical assessment regarding the nature of the headaches but was unsuccessful. The device was explanted and the patient's symptoms have since stopped. There have been no reports of further complications regarding this event.